Event description:
In 2008, the pt reported that 1 week ago she used an entire insulin cartridge in one day due to issues with air bubbles and her blood glucose was elevated to 300-325 mg/dl. She stated that she bolused but her blood glucose did not decrease. This is when she discovered air bubbles in the infusion tubing. Her target blood glucose range is 125-150 mg/dl. She was able to bolus to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.